Event description:
It was reported that the customer couldn't use the usb cable to charge the pump. Additional information was not provided. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.